Manufacturer narrative:
Section e: initial reporter facility name: (B)(6) hospital. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was 2 broken wheels in an arctic sun device. Per review of wo on 08may2025, there was no patient involvement. Per sample evaluation results received via task on 27may2025, it was reported that there was a heater failure and broken level sensor.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater. The device was evaluated upon receipt. Heater failure. Replaced heater. Device passed functional verification and ctu calibration. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, e, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was 2 broken wheels in an arctic sun device. Per review of wo on 08may2025, there was no patient involvement. Per sample evaluation results received via task on 27may2025, it was reported that there was a heater failure and broken level sensor.